Event description:
It was reported to medtronic minimed that the customer experienced lost sensor alarm, possible over delivery anomaly, no communication pump to transmitter, charge/battery lasts less than expected. The customer reported blood glucose value of 58 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-7040a, unomedical, mmt-1884, mmt-332a, mmt-7841zn. Troubleshooting was performed. Customer reported reservoir was showing less insulin than shown on status. Customer also reported a short battery life which lasted more than 1 week. The communication issue was resolved. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for unomedical. The customer will discontinue the use of the insulin pump. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-7841zn.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, and displacement accuracy test. Pump successfully downloaded traces and history file using thump. Confirmed low battery alert on (B)(6) 2024 10:35:00.000 in the pump history. Monitored with the unit communicating properly with sensor tester and the sensor transmitter. No change sensor messages noted during testing, the electronic assemblies and motor assemblies were inspected, and moisture damage was noted. Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay. Battery tube threads - cracked, scratched case, cracked case-corner of belt clip rails, corroded battery tube, and corroded home switch. Pump passed functional testing. Unable to confirm alleged low bg's. Customer alleged loss of connection with transmitter was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.